Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2016. Approximately 2 years and 2 months after the initial procedure the patient had a right knee revision on (B)(6) 2018. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10: concomitants: (B)(6) 02-010-01-0325 - logic femoral ps cem right sz 2.5. (B)(6) 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) a10012 - gps implant kit v2. Pending investigation.

Manufacturer narrative:
Additional manufacturer narrative- g2. H3. Investigation results: tibial insert is a recalled device. The cause of the patient's revision surgery as related to the devices cannot be conclusively determined, insufficient information/reason not reported. These devices are used for treatment not diagnosis. There is no additional information available.